Event description:
It was reported that a biliary stent that was placed in a heavily calcified sfa, foreshortened by 50%. A second stent was placed and it foreshortened by 50% also. The approach was femoral. No pt injury reported.

Manufacturer narrative:
Device history record could not be reviewed, as the lot number was not provided. The stent remains implanted, therefore, no sample eval could be done. The event is currently under investigation.